Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The right ventricular (rv) lead had high thresholds. The rv high thresholds were suspected of draining the ipg's battery. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.